Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the pump screen has scratches, was missing the syringe cap, missing the battery cap, and had a cracked syringe port. No issues were found in the event history log. Functional testing was able to duplicate the reported system fault. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the system fault was due to an intermittent motor. The motor was replaced, and the pump passed all functional tests and performed as intended.

Event description:
It was reported that the device had a system fault. Per reporter, this event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.